Event description:
During a pci procedure, the maverick2 monorail balloon developed a pinhole rupture after the third inflation to unknown atms. The number of atms reached on the first two inflations is unknown. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "good."